Event description:
It was reported that the right ventricular lead was oversensing t waves and a lead integrity alert was triggered. Oversensing could not be observed real-time and the lead impedances were stable, so clinical/patient causes were discussed as well as possible medication changes and reprogramming; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg implantable defibrillator (B)(4) 2011. (B)(4).